Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 41 (low internal flow) low flow. Per wo notes, failed circulation pump. Circulation pump command was 100 percentage, and inlet pressure was 0.1 2000 hour service.